Manufacturer narrative:
This report is to provide information, based on the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation. And the reported event was identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over ten years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The following information from the instructions, for use (IFU) pertains to this event: "important information ¿ please read before use: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. Do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged. Do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasonic image". Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the ultrasonic gastrovideoscope exhibited peeling on the acoustic lens. There were no reports of patient involvement.